Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with vaginal hysterectomy, anterior and posterior colporrhaphy, enterocele repair due to cystocele, rectocele, and enterocele. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence and pelvic organ prolapsed. Following insertion the patient experienced pain, urinary/bowel problems and dyspareunia.